Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer's blood glucose kept bottoming out. The patient had previously been hospitalized for a blood glucose below 20 mg/dl. The customer experienced a recent high blood glucose in the 300 mg/dl range since the customer's doctor instructed him to only receive his basal rate. Troubleshooting for the low blood glucose did not occur. The insulin pump was not returned for analysis.